Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
A patient reported while using the night aligners that they went to their dentist and was advised by their doctor to stop this process of aligning their teeth due to the fact that the patient needs to have major dental work done. The patient stated that they have almost paid off this bill and they are yet to see any real results from this aging process.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.